Event description:
It was reported that before use, the display of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b3, b4, b5, d5, e1(initial reporter), e2, e3, g3, g4, g7, h2, h6 (patient codes & evaluation method codes), h10, h11. Corrected fields: h6(device codes).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, removed, and replaced the display screen due to flickering and static. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name is (B)(6). The full name should read (B)(6).

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) was not working. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.